Event description:
It was reported, that during implant of this pacemaker. The patient became pacemaker dependent during the procedure. Testing of the right atrial (ra) and right ventricular (rv) leads on a pacing system analyzer (psa) noted, stable measurements. The leads were then connected to the device header. And the device was placed in the pocket. During pocket closure, the automatic rv threshold test was initiated and showed rv loss of capture (loc), that was unrecognized by the device and resulted in a lack of backup pacing. And no termination of the automatic threshold test. The procedure was completed. And the automatic threshold test was repeated successfully approximately 30 minutes later with no further loc observed. No adverse patient effects were reported. This device remains in service.